Manufacturer narrative:
Describe event or problem that was included in the initial report was incorrect. The correct is included in this report and should supersede the previously reported. Date of explant was previously reported as (B)(6) 2019 and was incorrect. The correct is (B)(6) 2019. Initially reported as (B)(6) 2019 and was incorrect. The correct is (B)(6) 2019. (B)(4).

Event description:
It was reported that the right ventricular and right atrial leads exhibited oversensing noise. On (B)(6) 2019, the leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular and right atrial leads exhibited noise. On (B)(6) 2019, the leads were explanted and replaced. Patient was stable.